Event description:
The customer reported the images are distorted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and repaired the video controller. System operates as intended. This MDR is related to ge healthcare complaint.